Event description:
After hooking patient up to cvvh (continuous veno-venous hemofiltration) filter, the filter started pulling from the venous or blue tubes, when it should have been pulling from the arterial or red tubing. Also, while priming the tubing, it added fluid to the saline bag risking it bursting.